Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator lock failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator lock failed. The field service engineer (fse) had addressed an issue where the smart remote manager would click but fail to open. The fse cleaned and replaced the micro switches, after which the door opened normally. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.